Event description:
An optometrist reported that three weeks following lasik surgery, the patient presented with eye dryness, glare, and fuzzy vision in both eyes. The steroid eyedrops were increased to treat the event. Per the optometrist, the patient was also prescribed an additional eye medication, but never filled it, and has had poor compliance with instructions. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical investigation shows that the device met the specifications. The root cause cannot be determined conclusively. (B)(4).